Event description:
Reporter states customer reports the softclix lancet will not retract. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.